Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.